Event description:
It was stated that the customer was taken to the emergency room for high blood glucose levels over 500 mg/dl. It was also stated that the insulin pump was squirting out insulin during the manual prime prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump due to a faulty force sensor.